Event description:
It was reported that the cardioplegia pump was not running during set-up. No patient injury was reported.

Manufacturer narrative:
The field service representative replaced a cracked impeller magnet in the system. The unit was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.